Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the assembly of the clamp with the generator and battery the generator immediately showed a red light, and soon they were replaced by another generator and battery, and yet remained red, but soon turned green. Intra operatively, the device lit red again and it was noted that the jaw of the device was broken. Another device with the same lot number was used and when the generator and batteries were reconnected again the red light came on, and soon green. Then the doctor started to use the forceps, but 10 minutes of surgery the forceps started when it turned on it would turn on the red light causing a delay on the procedure. Once the jaw of the forceps was soft a piece of it fell off. Third device was used to complete the procedure. There was no patient injury.